Event description:
It was reported that the ilet displayed alert 36 indicating an invalid hall sensor state, the screen became unusable, and repeated restarts did not resolve the malfunction, which affected insulin delivery due to a device mechanical jam involving the motor component; blood glucose remained unaffected and the user continued cgm monitoring via the dexcom app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.